Event description:
Patient had total knee on 1/9/89. Surgical intervention required on 2/14/94 to revise patella component, left knee due to large defect in polyethylene. Marked blackening of entire synovial lining of knee was noted with few duperficial abrasions of the femoral notch where the patella had erupted.